Event description:
It was reported that although sensing and capture thresholds were normal during an attempted implant, impedance measurements were low. It was noted that there was a suspected lead malfunction. The lead was replaced and the recorded impedance measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was not confirmed in the laboratory. Analysis performed indicated normal electrical characteristics. No anomaly was found.